Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: n/a. Concomitant medical product(s): 42512200510, articular surface fixed bearing, lot # 63880311; 42532007101, natural tibia, lot # 63895745; 42540000029, all poly patella, lot # 63890774; 42502606401, femur, lot # 63590448; 00590103533, 3.5 mm hex head screw, lot # 63963443; 42509902525, 2.5 mm hex screw, lot # 64038534, quantity x2. Multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2019 - 00278, 3007963827 - 2019 - 00279, 0002648920 - 2019 - 00714, 3007963827 - 2019 - 00279, 0001822565 - 2019 - 04191, 0001822565 - 2019 - 04193.

Event description:
It was reported that approximately 1 year post implantation, the patient has been experiencing pain, loss of mobility, and device loosening. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.